Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger was unable to charge a battery. The cause for the failure was isolated to a shorted u13 processor. The root cause for the shorted u13 processor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A distributor returned battery charger sn (B)(4) and reported that the battery charger was unable to charge a battery.